Event description:
We have had two recent events where troponin results were reported incorrectly. In the first incident, the troponin results were reported as 0.18. The repeat result was 0.09. The patient had previous results of 0.10 and 0.10. The nurse was notified of the correction of the result. In the second event, troponin result was reported as 0.48. The repeat of this test was 0.02. The nurse was notified of the change in result. One of the patient's had received heparin and aspirin and a cardiologist had been called for consultation. No treatment had been initiated on the other patient. Bayer was notified and service was scheduled. No more patients were tested on this instrument until after service. Bayer's field service engineers changed the bleach valves and wash block on the instrument. The wash block was leaking and the engineers noted the leak could cause carryover from the bleach that is used to do the monthly cleaning. The manufacturer will be in next week to do more crossover studies to make sure that this actually fixed the problem. The manufacturer recalibrated the system and ran quality control and all worked fine.